Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at their ipg site. The patient underwent a surgical procedure in which the ipg was explanted and replaced with a smaller, rechargeable ipg.